Event description:
Information received indicates the technician found high ground resistance on the power cord plug when testing the bed. Loose ground pin on the power cord plug.

Manufacturer narrative:
The technician replaced the power cord plug to repair the bed.